Manufacturer narrative:
The company representative was unable to duplicate the reported problem, although error codes 45 (system failure) and 65 (safety vent failure) did appear in the fault log. He replaced the safety vent solenoid valve. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit went into system failure. The pt was switched to another unit and therapy was continued. No pt injury was reported.